Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump failed flow rate accuracy test with an error percentage of 5.005%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel. The pressure plate travel will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was over infusing during flow accuracy testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction a1. Correction f10/h6: health effect - impact codes. Correction b5: it was reported that a spectrum iq infusion pump was over infusing during flow accuracy testing. This occurred during testing and there was no patient involved. No additional information is available. Additional information h6: type of investigation additional information h11: a review the event history log was performed for the last days of customer use . The user programmed infusions with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. Should additional relevant information become available, a supplemental report will be submitted.